Event description:
Additional information was received from the patient's treating psychiatrist. It was indicated that he did not believe that the patient's increase in depression or suicidal thoughts were related to vns and also said that the increases were still less than her pre-vns levels. There were no medication changes, programming changes, or external factors which were said to have preceded the increases. Diagnostics and settings were provided, however it was indicated that they increased her output current to 1.5ma. The patient was last seen on (B)(6) and was said to be slightly better. The patient follows up every two weeks.

Event description:
It was reported by the patient's mother that the patient had been experiencing an increase in suicidal thoughts and an overall increase in depression that started occurring approximately 2 weeks prior to this initial report. The patient's mother was unsure if the patient's current increases were above or below her pre-vns baseline. The patient was reportedly scheduled to have her device checked. Attempts for additional information are underway.